Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient stated they had intermittent loss of connection which had occurred almost 11 months prior. She stated that she fell headfirst down a flight of 16 stairs at home. Her husband was there, saw her fall, and called 911. She was taken to the hospital. She was in the intensive care unit (ICU) for several weeks due to a head injury with a right prefrontal cortex subarachnoid hemorrhage. While there she was confused, hallucinating, acting strangely, and thought her husband was someone else. She had retrograde amnesia from the event and does not currently remember very much for the 6-week period starting the day before the event. She received physical therapy, cognitive therapy, and speech therapy. She does not know if the event was due to a high blood glucose, which she has experienced many times, and or whether it was caused by the signal loss but thinks it may have been related. She cannot recall any bg or cgm values from the time of the event. No product or data was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.